Event description:
Additional information was received and it was reported that the patient had a "csf (cerebrospinal fluid) leak/seroma". The pump was removed. The patient outcome was reported as ¿non-serious injury/illness¿. The pump was delivering lioresal.

Event description:
It was reported that the patient had a recurrent csf (cerebrospinal fluid) leak at the baclofen pump site despite multiple attempts at surgical correction. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8731sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).